Manufacturer narrative:
The model number, serial number, and the date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Received letter from attorney alleging an incident occurred and customer sustained injuries.